Event description:
It was reported that during surgery, the bumper broke in half while impacting the femur. The procedure was completed without delay using an s&n back-up device. All pieces were recovered and the patient was not harmed or affected. The final outcome of the surgery was good.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned femoral impactor bumper indicated that it fractured into two pieces, confirming the stated complaint. This device was manufactured in 2013, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the bumper cracked while impacting femur. The procedure was completed without delay using a back-up device. It is unknown if there was any affectation to the patient due to this issue.